Event description:
(B)(4). I have been having chronic pelvic/back pain on the right side of my body, heavy menses, extreme bloating, chronic joint pain, unexpected fevers, tingling on the right side of my body, exhaustion.

Event description:
(B)(4). Loss of memory, unexplained rashes, frequent urination, unknown vaginal discharge, loss of vision especially during menses, heart palpitations, digestive issues such as diarrhea and or extreme constipation. Bleeding gums, tooth sensitivity, weight gain. Everyday malaise and in pain every day.